Manufacturer narrative:
No unexpected motor error alarms or no delivery alarms noted during testing. Device passed pump self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test and excessive no delivery test. The operating currents were in spec. Motor was tested outside of the unit and passed. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Leaking motor oil on motor assembly noted.

Event description:
Customer's mother reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 180 mg/dl. Device was able to rewind. Device alarmed a no delivery alarm prior to the motor error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.